Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a transurethral ureterolithotripsy (tul) procedure performed in 2009. According to the complainant, during the procedure resistance as felt when attempting to open and close the basket prior to stone retrieval. After capturing the stone, the retrieval basket would not open or retract into the access sheath because "the stone was large" and held "by force". The retrieval basket containing the stone and the access sheath were removed from the patient as a system. A guidewire was inserted and a stent was placed to complete the procedure. The patient's ureter was reported to be torn at the conclusion of the procedure, requiring no additional intervention. The physician commented the ureter damage occurred due to the basket being removed from the body by force, and doesn't believe the basket defect is related to the ureter damage. There are no problems reported concerning the patient's current condition.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.